Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% would not flush due to difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported syringes not flushing". "There was no patient harm, no one hurt with the involved syringes." "There were 2 syringes involved for this ticket and 2 involved for ticket (B)(4)".

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0337041. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% would not flush due to difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported syringes not flushing" "there was no patient harm, no one hurt with the involved syringes." "There were 2 syringes involved for this ticket and 2 involved for ticket pc (B)(4)."